Manufacturer narrative:
Battery bat202010 was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. However, the problem could not be replicated in bench testing. Analysis of the battery revealed that it met specifications; the unit passed visual examination and functional testing. A critical battery alarm was confirmed in the controller log. However, no problem with the battery could be confirmed in bench testing. The battery was in use when the reported event occurred. The circumstances of the event and the controller log files are consistent with an open internal investigation at heartware to address this issue. , which is a controller communications error with the battery. The probable root cause for the critical battery alarm is controller communication error with the battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that the patient experienced two critical battery alarms. The battery was replaced. There was no effect or consequences reported to the patient.